Manufacturer narrative:
Additional information: section h3 device evaluated by manufacturer: yes. Device evaluation: device evaluation: a field service engineer (fse) was dispatched to service the system and performed a preventative maintenance (pm). System performing to specification. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. . Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a capsular tear on the right eye. The cataract was 2+ nuclear sclerosis and 3+ nuclear sclerosis. There was a previous pterygium surgery that was performed on (B)(6) 2025. No additional information was provided.